Manufacturer narrative:
A visual examination of the returned device revealed that the pebax section was damaged, exposing the tip of the corewire, and was also spongy and grey. The ptfe coating did not present any anomalies and there was no damage noted to the corewire. The outer diameter of the guidewire was measured and found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review was performed and no other complaints have been reported for this lot. Labeling review performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2013. According to the complainant, during the insertion of the guidewire through a sphincterotome, the tip of the guidewire detached into the patient's common bile duct. The fragment was attempted to be recovered with an extraction balloon. The guidewire was removed and the procedure was completed with a different guidewire. There were no serious injuries reported and the patient's condition has been described as stable. Update (B)(4) 2013: it was reported that the pebax coating appeared greyish upon removal from the packaging.

Manufacturer narrative:
(B)(4):the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Upon receipt, if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6), 2013. According to the complainant, during the insertion of the guidewire through a spinctertone, the tip of the guidewire detached into the patient's common bile duct. The fragment was attempted to be recovered with an extraction balloon. The guidewire was removed and the procedure was completed with a different guidewire. There were no serious injuries reported and the patient's condition has been described as stable.